Event description:
It was reported that a failure was occurred due to peeling. The target lesion was located in a severely tortuous and severely calcified artery. A guidezilla ii was selected for use. During entry into the lesion, the device was unable to cross due to peeling of the coating on the distal segment of the catheter. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the distal shaft is slightly flattened from the tip to 18.7cm from the tip. There is a kink on the distal shaft at 18.7cm from the tip. Microscopic inspection revealed intermittent scratch marks along both ends of the flattened distal shaft. There is blood present in and on the device. Inspection of the remainder of the device presented no other damage or irregularities. Analysis found scratch marks along the distal shaft.

Event description:
It was reported that a failure was occurred due to peeling. The target lesion was located in a severely tortuous and severely calcified artery. A guidezilla ii was selected for use. During entry into the lesion, the device was unable to cross due to peeling of the coating on the distal segment of the catheter. The procedure was completed with another of the same device. No patient complications were reported.